Event description:
A hemodialysis user facility has reported that within 15 minutes of treatment a blood leak occurred. The leak was visually observed to be an internal dialyzer leak by a broken filter located at the head of the dialyzer. The machine alarmed "blood leak". Test strips were not used to confirm the leak. Estimated blood loss was 0.5ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.